Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) problem of a patient that stated two of his supply bags fell off the table, this problem occurred during dwell. The technical service representative (tsr) assisted the home patient (hp) as the hp stated both of his supply bags fell off the table and disconnected from the tubing in day dwell 1 of 1. The tsr then assisted the hp to cycle power and then explained to start over with all new supplies. The tsr explained to the hp he needed to drain out his dwell before he filled back up again. The hp stated ok. No patient injury or medical intervention was reported. Product surveillance contacted the nurse on (B)(6) 2010. The nurse stated the following: the patient had reported the incident and no adverse events were reported. The patient was doing fine with therapy.

Event description:
It was reported that revision surgery was performed due to a fracture of the device.